Event description:
Treatment of an avm. It was reported that during onyx injection, onyx was observed exited at approximately 3 cm before the distal tip of the catheter. The injection was stopped and the catheter was removed. No patient injury reported. Same event as MDR# 2029214-2009-00300.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 7.2 cm and 33.3 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Catheter ruptured.